Event description:
A malfunction alarm was reported with no notable events preceding the issue, and there was no adverse impact to the customer's blood glucose level. The technical support team decided to replace the pump, as it was confirmed to be within warranty. The customer was informed about the replacement, and a new pump serial number 1444186 was provided for continuous insulin delivery. The faulty pump was given to a messenger for return to tandem.